Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. The customer did not experience any symptoms and was able to self-treat with 8 units of insulin (type unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. The customer did not experience any symptoms and was able to self-treat with 8 units of insulin (type unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader did not powered on with button pressed, strip or cable insertion. The returned reader was further investigated and de-cased and no issues were observed. The returned battery was measured which was within range and connected to pc and using approved software and command was sent. The output was ¿battery disconnected¿ indicating battery has been disconnected from the reader. Self-disconnected battery results from improper charging practices prior to long-term storage. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.